Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00144. 0001822565-2022-01475. Medical product: partial tibial cemented size e left medial, item# 42538000501. Lot# 64201293. Partial articular surface left medial size e 10 mm thickness. Item# 42518200510, lot# 64222252. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten months post implantation due to pain and decreased daily activities. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately ten months post implantation due to ongoing pain and patient comorbidities after gardening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified patient continue to experience pain and had difficulty walking. To counter this issue, patient was prescribed pain medication and using assistive device while walking. X-ray review shows no issue with patient hardware. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert:01501264, pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g4)-femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 0001825034-2023-00861.

Event description:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 0001825034-2023-00861.